Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. Technical services (ts) was consulted and confirmed lead measurements have been stable. The field representative stated a lead revision was scheduled. No adverse patient effects were reported. At this time, this lead remains in service.